Manufacturer narrative:
One narrow hex driver and unknown cover screw were returned for inspection. The devices both show signs of wear consistent with use. The hex tip is confirmed to be fractured, and it appears to have fractured into the cover screw. The drive feature can no longer be engaged. No related nonconformances were noted for this complaint after device history review. Complaint history review revealed no related complaints. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Risks associated with the reported event are highlighted in risk management file (B)(4), and highlight the following: clinician inadvertently selects an instrument with the wrong drive feature to place/seat the implant. The complaint was confirmed, the a fragment was found within the cover screw. A root cause for the reported event could not be determined.

Event description:
The doctor reports in the second stage, when opening the implant region to unscrew the implant cover screw with the electric screwdriver, the tip of the hex driver (rash7n) fractured inside the cover screw, it was not possible to get the cover screw out and needed to explant the implant.